Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim x2 user guide states, ¿the transmitter battery will last at least 90 days.¿

Event description:
It was reported that the customer received a failed transmitter error. Reportedly, the transmitter had been in use for longer than 3 months. No additional patient or event information was available. Tandem technical support instructed the customer to use a new transmitter.